Event description:
Information was received from a patient (pt) via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported by the caller that the pt indicated he fell and fractured his hip in 2019 and broke the ins. The caller stated the pt indicated that the doctor confirmed it wasn't working anymore and was off but the caller could not confirm if this indicated the ins was eos or off. Caller stated the doctor indicated they did not want to remove the system due to the pt's age. It was reviewed that the labeling does not require an impedance check of the system to determine opens/shorts/damage when scanning the head. The caller was advised to consult with managing doctor of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.